Event description:
The patient received her scs system on (B)(6) 2010. It was reported the patient was run over by (B)(6), causing the stimulation to be in a different location. An x-ray was taken and the lead had migrated. The physician revised the lead on (B)(6) 2011 to realign the lead midline in the correct position. There were no devices explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.